Event description:
The site reported the following: after opening the tri pak and on inspection of the syringe, a foreign body was seen in the barrel of the syringe.

Manufacturer narrative:
(B)(4) product analysis received and examined the returned syringe, lot number 135215, and identified the presence of a particle in the fluid path. The particle, which was approx 4.97mm x 1.15 mm in size, was detected in the syringe barrel. The syringe kit instructions for use instructs the customer to "visually inspect contents and package before each use." This visual inspection ensures any particulates are noticed and mitigated, which is what occurred in this reported instance.